Event description:
Physician was using the neuron in a tumor embolization case and noticed that something with the neuron "didn't feel right" and he decided to remove the device. The physician was removing the neuron from the femoral sheath and noticed that the catheter lumen was fractured about 3 cm proximal to the distal tip of the marker band. The entire device was removed, and upon removing it from the short femoral sheath, the distal portion as described above separated completely from the proximal/hub section.

Manufacturer narrative:
Conclusion: this device is available for investigation. Once the investigation is complete, a follow-up MDR will be submitted. The DHR of this manufacturing lot has been reviewed. The review revealed that all appropriate inspections were completed per process monitoring requirements or 100% inspections where required. In addition, all destructive testing was completed per process monitoring requirements and results met specification. All parts that were released in this lot met specifications.